Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and voids in the seal located at the top and bottom of the pouches were observed. The reported condition was verified. The cause of the condition was related to a timing/sequencing logic issue on the pouch sealing machine during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of an unspecified quantity of minicaps were damaged. This issue was further described as ¿creased packaging¿ and ¿minicaps that were sealed improperly¿. This was observed during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.